Event description:
Initial information received from a consumer on 25-feb-2007: a consumer reported that her husband received his 4th injection with hyaluronate sodium (hyalgan) to his right knee and developed soreness the night of five days later. The next day he played golf, his right knee swelled up and he could not get out of chair. He used a walker to get to his next appointment the following day. The physician drained 70 ml of fluid from his knee, and gave him 5th injection to the right knee. The fluid that was drained indicated borderline infection and no gout crystals. The next day, his knee swelled up again. The next day, 83 ml of fluid was removed and blood work was done. The results of which are unknown. The following day they removed 40 ml of fluid. Three days later, the patient went to the hospital for emergency surgery. His right knee was "flushed it out," scraped, and a drain was put in. An arthroscopy was performed and a specimen was taken. The reporter was told that the specimen "verified that it was from the shot." Reporter was unknown of the exact results. He was placed on an antibiotic infusion for an hour every day for 6 weeks and pain medication. He is still hospitalized and has not recovered. No further details available. Additional information will be provided when available. Corrective treatment: antibiotic infusion, pain medication, "flushed it out", scraped, and a drain was put in knee.